Manufacturer narrative:
(B)(6). The synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 24-may-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous right coronary artery. A 4.00 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.